Event description:
Pt brought emergently to cardiac cath lab from ccc (comprehensive cardiac center). A lhc (left heart catheterization) was done and patient was found in her left anterior descending artery. Md used rotaatherectomy device to open the lad. Wire was placed down the lad and atherectomy procedure was performed. After the intervention, the wire was removed and the tip of the wire remained the coronary artery.